Event description:
According the the distributor report, the adhesive was used to close a laceration; wound site unk. Pt returned the emergency room within 12 to 24 hrs after application because the wound had opened. Pt wound required closure with steri-strips. No further events or consequences were reported.